Event description:
Hcp reports pt presented in 2004. "Pt's rec'd inadequate treatment. Periodically receiving too much. Periods of sleep apnea-most likely not related to intrathecal device." The pump was explanted and replaced the following month. The pt was reported to have recovered without sequelae.